Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturing facility, the core impaction drill overheated. As this event occurred during testing at the manufacturing facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.